Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the shaft broke. In 2005 the target lesion was located in the circumflex artery (cx). The shaft broke while the physician was advancing the taxus express2 2.5 x 16 mm drug eluting stent to the cx. The procedure was successfully completed using a shorter taxus express2 stent. There were no reported patient complications.